Event description:
It was reported that a peritoneal dialysis (pd) patient was suspected to have acquired peritonitis. The patient was not hospitalized for the event. The cause of suspected peritonitis was not reported. The patient was treated with unspecified antibiotics intraperitoneally (ip) for 10 day for the event. The outcome of the peritonitis event was unknown. It was unknown if pd therapy was ongoing. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).